Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler / liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set product issue caused or contributed to the event. There were no reported fluid leaks or product issues associated with the peritonitis event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which is often attributed to a breach in aseptic technique / touch contamination during the pd exchange.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient was experiencing abdominal pain and was hospitalized. Details surrounding the patient¿s hospital course are unknown as the hospital discharge summary is not available. However, it was reported the patient had a pd effluent culture and blood cultures obtained. It was reported by two pd nurses that the patient¿s pd culture yielded no organism growth (white blood cell (wbc) count unknown). However, it was reported the patient¿s blood cultures yielded an elevated wbc (result unknown) and the hospital diagnosed the patient with peritonitis. The patient was treated cefazolin 2 grams intra-peritoneal (ip) while hospitalized. On an unknown date the patient was reportedly discharged. No further information about the patient¿s hospitalization is available. Per the nurse, the patient is recovering from the event and continues pd therapy with the fresenius cycler. The nurse did not know what caused the patient¿s peritonitis. However, it was confirmed by two pd nurses that the patient did not have any fluid leaks, or any other issues with any fresenius products in relation to this event. Additionally, the nurse stated the patient denied having a breach in aseptic technique during the pd treatment.